Event description:
The patient was in a mayfield skull clamp and during the turning of patient, the skull clamp slipped and caused a laceration to the patient. They then had to remove the clamp and get a new skull clamp to apply to the patient to do the procedure. Surgery delay was reported as 20 minutes. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads. General maintenance and cleaning required. No manufacturing or design related trend has been identified. In summary, the end user's experience could not be duplicated or confirmed. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2014 with no prior service history.